Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a x-ray tube over heating error and no image displayed. No patient injury was reported.